Event description:
It was reported that there was no stimulation sensation. It was noted that the patient had not felt stimulation for a couple of weeks prior to this report. There was a loss of therapeutic effect. Three days prior to this report the patient had spent half the night at urgent care. Patient had shooting pain in lower back and down her legs on the left side where the patient¿s implant was. It was noted that the patient spent the following day, friday prior to this report, in the emergency room (ER) and had been brought there by ambulance. Patient had a CT scan. Patient stated that ¿inflammation was an issue and something vascular.¿ patient stated her stimulator was not working at all. The patient was unable to walk and was using a cane. It was noted that the pain started the monday prior to this report. It was further noted that on the wednesday prior to this report the patient¿s left side of her back was killing her, ¿like someone had a knife in her back.¿ patient was prescribed a muscle relaxer, flexeril and endiset 10 mg was changed to oxycodone 10mg every four hours. It was noted that kidney stones were ruled out. It was later reported that on (B)(6) the patient woke up with stabbing sensations in her back. On (B)(6) the patient saw the healthcare professional (hcp) and was taken to the e.r. The hospital ran tests. Patient had an abdominal CT scan with contrast. It was noted that all the pain was on the patient¿s left side. It was noted that the hospital told the patient they thought all the patient¿s pain was coming from the stimulator implanted on the left side. Patient was in a lot of pain.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 74001, lot# n272173, implanted: (B)(6) 2011. Product type: adapter: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Manufacturer narrative:
The previously reported evaluation code-results code has been updated: (B)(4) no longer applies to the event.

Event description:
Additional information received from the patient reported that their implantable neurostimulator (ins) was removed about 4-5 years ago due to ¿major pain¿, that it was sticking out of their back, and that the ¿leads were placed funny¿.